Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-06801. It was reported, the patient experienced overstimulation while being programmed post-op. As a result, the patient has not used the scs system since. It was also reported, the patient is experiencing pain at the ipg site. No further action will be taken at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.